Manufacturer narrative:
(B)(4)

Event description:
A surgery center manager reported that approximately 18 months following an intraocular lens (iol) implant procedure, the iol was exchanged for a different iol due to a scratch on the iol. The scratch was in the visual axis. The replacement model was a diopter and a half difference in power. Additional information requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: 2015-21963.

Event description:
Additional information was from an ophthalmic assistant, which indicates that according to surgeon the cause could have been the injector, technician handling or the surgeon handling of the iol. The event resolved with the iol exchange. The latest information received indicates that the cartridge and handpiece model are unknown.